Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown. The actual device not returned to the manufacturing facility for evaluation. Therefore, no evaluation was completed. The record was traced back five (5) years and found no irregular findings in automated cannula inspection device. Furthermore, random pick up inspections were performed to check the needle tip and length on the side where the cartridge is attached. No irregular finding was witnessed as a result. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not touch the needle directly", "be careful about needle stick injury", "hold the pen-injector firmly while you screw the needle counterclockwise and remove it from the pen-injector." And "dispose of safely after single use to avoid risk of injection." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a patient with osteoporosis visited the hospital and injected forteo subcutaneous injection by oneself. When care worker attempted to remove the used needle from pen device upon completion of administration, the care worker accidentally touched the needle on device site and simultaneously punctured hand. Proper cure was taken based on provision exclusively stipulated for needle-puncture. Subcutaneous injection was successfully performed on patient. No potential health hazard for the care worker has so far been reported to the hospital.